Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic during follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made during the device check.